Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the mylar flap of the flow sensors were stuck to the top of the flow sensors' housing. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was delivering lower tidal volume than expected. There was no report of patient involvement.